Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the moderately tortuos and severely calcified posterior tibial artery. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The procedure completed with another coyote fc balloon. No patient complications were reported.